Manufacturer narrative:
Note: product reference 4430893 is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36989871 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported on this batch of access ports released in (B)(4). Investigation results: despite requests, we did not receive the complaint sample nor x-ray pictures for evaluation. Conclusion: without the complaint sample or x-ray pictures, we cannot conclude on the real cause of this incident. This is an isolated incident inside the whole batch; catheter rupture is a known complication of the access port implantation, documented in the IFU; this is a rare incident, no increasing tren is detectable in our complaint. Consequently no corrective action is envisaged.

Event description:
"Fractured implantable catheter after 15cms has the rest of the catheter or 15 cms intracardiac corroborated with portable rx secondary to rupture of the catheter that remains intracardiac so that it can be appreciated in portable rx of thorax. However, the patient completely hemodynamically stable."